Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was noted that during a procedure on an unknown date, the insert f/dhs/dcs impactor device was broken. No fragments remained in the patient. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. Without a lot number, the device history records review could not be completed. The device was received and the impactor was confirmed to be broken. The measurable dimensions found to be in compliance with ao-asif specification and the international standard iso 16061. The fracture face is homogenous which indicates material conformity. The cause is unknown.